Event description:
The patient reported wearing the pod on the arm for approximately 24 to 36 hours. According to the patient, insulin leakage from the pods was observed, resulting in insulin not being delivered as intended. The patient experienced severe hypoglycemia, reporting a blood glucose level of 23 mg/dl. The patient stated that this event resulted in seizure/convulsions and required evaluation and treatment in an emergency room setting. The date medical attention was sought, duration of the medical visit, medical diagnosis, and discharge date are unavailable, as this information was not provided by the patient. Medical treatment was reportedly provided in the emergency room for hypoglycemia; however, specific treatments administered were not reported. Multiple outreach attempts were made to obtain additional information; however, no response was received from the patient. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.1. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.